Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: lot manufactured between may 04, 2019 to may 06, 2019.the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which revealed a bead of ingredient coming form the administration port connector. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.